Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a routine generator changeout, an externalized conductor was observed under an x-ray. The lead was capped and replaced. The patient condition is stable.